Event description:
The customer requested assistance in downloading the trend on rad-8 that might have been in use on a homecare pt at the time of death. Additional info received indicated there was never a problem with the oximeter.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the products is returned for evaluation or new info is obtained, a follow up report will be submitted.